Manufacturer narrative:
Product analysis: visual inspection shows evidence of blood residue in the threads of the tma along with a crack. During the pressure integrity testing there was a leak observed from the tma. Conclusion: reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported a suspicious leak at the time of purging the cec circuit. The customer observed outward flow of blood at the thermal probe located at the entrance to the venous reservoir. The device was used to complete the procedure. There was no patient impact associated with this event. Additional information received reported that there was very slow flow of blood, risk of increased leakage. There was no there visible air in the system/tubing. The customer stated that they think the leak came from the probe well but as it was glued they could not be sure. It was also reported that the facility increased monitoring, maintenance of a high blood volume, in an emergency, placement of a sticky plastic film around the catheter well to seal the leak. Additional information received reported that the customer did not observe the leak prior to starting the bypass procedure. The circuit was not primed with blood. Blood loss was 3-4 ml per minute and no transfusion was required. The customer placed a sticky plastic film around the device in order to continue using it to complete the procedure due to the leak.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation conclusion: the complaint can be confirmed that the temperature probe connector of the mvr1600 venous reservoir bag leaked. Product analysis of returned product confirmed a leak. The connection between the temperature probe and the mating part of the mvr1600 venous reservoir bag was cracked. The complaint is supplier related. The supplier of the component has been contacted and informed on the defect component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.